Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6mm in the injector and realized the lens was tearing, so he quit using it, and implanted a back up lens. No patient injury.

Manufacturer narrative:
Evaluation: results: a work order search was performed for similar complaints within the search and no similar complaints were found.